Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which helix difficulty allegation was not confirmed based on a passing helix mechanism test.

Event description:
It was reported that this tachy lead screw would not retract during implant procedure, likely an anomaly with getting the green tool to engage. The lead was never in service. No adverse patient effects were reported.